Manufacturer narrative:
The tests were performed in closed vial mode with vacutainer sample tubes. Controls were run before and after the event and recovered within the assay ranges. Three levels of controls are run in primary mode daily and one level in secondary mode daily. External controls run on the same day produced %basophils of 3.5% (assay target 1.0%). Previously run samples were not rerun to confirm accuracy because no other high basophils or r-flagged basophils were reported. A bci field service engineer (fse) conducted a latex calibration for the differential parameters. Raw data files were not provided for analysis. The root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous basophils (ba) results generated by coulter lh500 hematology analyzer. Each result was generated with system generated suspect messages and the erroneous results were not reported out of the laboratory. The specimen was rerun and recovered lower ba% differential results, which the customer considered correct. The ba% results are shown. There was no change to patient treatment and no death or serious injury is associated with this event.